Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 pen ndl 31g 5mm experienced inability or difficult to prime during use. The following information was provided by the initial reporter: material no. 320882. Batch no. 8231386. Issue(s): needle clogged during flow check with insulin. Found 5 pen needles date of event: unknown

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 5 pen ndl 31g 5mm experienced inability or difficult to prime during use. The following information was provided by the initial reporter: material no. 320882, batch no. 8231386. Issue(s): needle clogged during flow check with insulin. Found 5 pen needles date of event: unknown.